Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "sensor wire too weak". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the therapy started around 930pm. It was now 10:45pm. They got an alert that the patient temperature has not changed. They filled the reservoir and now they could not get back to the main screen. Checked event log. Alert 117 (patient temperature not changed) and alarm 5 (empty reservoir) presen. Esophageal probe was in use, but patient has some emesis around the ng tube. Now a foley was connected to the device. Foley and esophageal probe correlate. Patient temperature was 36.9c. Target temperature was 36c. They just resumed therapy, but earlier the water was 8c. Mis discussed alert and confirmed temperature probe was connected to device. Mis directed nurse to lock button to get to the screensaver (main screen).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the therapy started around 930 pm. It was now 10:45pm. They got an alert that the patient temperature has not changed. They filled the reservoir, and now they could not get back to the main screen. Checked event log. Alert 117 (patient temperature not changed) and alarm 5 (empty reservoir) present. Esophageal probe was in use, but the patient has some emesis around the ng tube. Now a foley was connected to the device. Foley and esophageal probe correlate. Patient temperature was 36.9c. Target temperature was 36c. They just resumed therapy, but earlier the water was 8c. Mis discussed alert and confirmed a temperature probe was connected to the device. Mis directed nurse to lock button to get to the screensaver (main screen).

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "sensor wire too weak". It was unknown whether the device had met specifications. The product was used for diagnostic and treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the therapy started around 930 pm. It was now 10:45pm. They got an alert that the patient temperature has not changed. They filled the reservoir, and now they could not get back to the main screen. Checked event log. Alert 117 (patient temperature not changed) and alarm 5 (empty reservoir) present. Esophageal probe was in use, but the patient has some emesis around the ng tube. Now a foley was connected to the device. Foley and esophageal probe correlate. Patient temperature was 36.9c. Target temperature was 36c. They just resumed therapy, but earlier the water was 8c. Mis discussed alert and confirmed a temperature probe was connected to the device. Mis directed nurse to lock button to get to the screensaver (main screen).